Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Decreased vision and hyphema are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Initially, the surgeon reported that a trabecular micro bypass stent was unable to be implanted in the patient's right eye and the procedure was aborted due to heme. On (B)(6) 2018, the surgeon provided the following additional information. Reportedly, the procedure was aborted due to compromised visualization and patient anatomy. There was persistent un-resolving hyphema with decreased visual acuity. The patient's current prognosis and current status were reported as "resolving hyphema od, stable iop". Additional information regarding decreased visual acuity has been requested.

Manufacturer narrative:
A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The root cause of the event was likely related to a patient pre-existing disease requiring treatment with an anticoagulant. MFR reference#: (B)(4).

Event description:
The surgeon provided the following additional information on (B)(6) 2018. The hyphema was characterized as grade IV (total ac vol) associated with iop increase and bcva loss, prompting a secondary intervention. The hyphema was treated with additional drops and washout. The patient was on anticoagulant preoperatively (plavix 75 mg), which likely contributed to the reported event, according to the surgeon. The patient¿s current prognosis was reported as ¿excellent¿ without adverse event.